Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treament of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unk. It was reported that the pt's vessel morphology was mildly tortuous with no calcification. It was reported that the pt's vessel morphology was mildly tortuous with no calcification. It was reported that the delivery system was advanced to the intended landing zone however, after the first two cranks of the handle the black slide ring broke. The device was removed, another device was used to complete the case. The case was successfully completed and the pt is reported to be fine.